Manufacturer narrative:
On may 27, 2025, mentor became aware that the patient experienced bilateral implant site calcification, and no right-side capsular contracture. Clinical coding has been updated under field h6 accordingly. Reason for device explant and/or reoperation: right implant site calcification, and deflation. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and deflation. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old caucasian female patient underwent revision breast augmentation with 250cc mentor smooth round moderate profile and experienced capsular contracture; baker grade unknown, and breast implant deflation on her right side postoperatively; diagnosed via ultrasound. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025. Mentor is aware that the date of implant ((B)(6) 2005) is prior to the manufacturing date (4/11/2006) of lot 5674121. Follow ups are being performed for clarification. If additional information becomes available, it will be updated and supplemental report will be submitted.